Event description:
Reporter alleged blood glucose monitoring device generate a result of 33 mg/dl and therefore they were placed in the hosp for 24 hours. Reporter stated that now they are "ok". Reporter did not provide treatment info. Reporter stated that they had not used the blood glucose monitoring device in awhile and did not use controls; however was wanting to run routine controls on the alleged device. Four unsuccessful attempts were made by the MFR customer care department to contact the reporter to obtain more info for the alleged incident. A request was made for the return of the suspect device and replacment product was sent.